Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
This system was removed due to infection. The date of explant has not been confirmed yet. The new system was implanted on (B)(6) 2014. The hospital retained the explanted devices. Should additional information be received, this file will be updated. (B)(6) 2014 - additional information was received from the hospital. This patient presented on (B)(6) 2014 with endocarditis. The patient had nausea, vomiting, diarrhea and fever. He was put on antibiotics and blood cultures showed group b strep. On (B)(6) 2014, a mobile mass on the right atrial pacer lead near the tricuspid valve was seen, as well as tricuspid regurgitation. The patient was then transferred to another hospital for a system explant.